Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Further, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm with a system of gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported all devices were advanced into position without issue and deployed. According to the report, final angiography show exclusion of the aneurysm, no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2017, follow up imaging reportedly identified evidence of a proximal type I endoleak with aneurysm enlargement (amount of total growth is unknown). It was reported the trunk-ipsilateral leg component appears to have lost circumferential wall apposition. The cause of the endoleak is reportedly disease progression above the renal arteries resulting in dilatation of the proximal neck. An intervention to treat the endoleak has not been performed. The physician will continue to monitor the patient.